Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was a reported that the luer connector of a large volume infusor was not securing properly to the patient¿s access, which resulted in a disconnection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot 16m001 was manufactured november 1, 2016 - november 4, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.